Event description:
The plate and screws broke three months post-operatively (male patient). The exact dates of surgery are unknown. A second surgery was required to remove broken hardware. No additional information is available at this time. This device is used for treatment.